Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip difficult to release from catheter. Imdrf device code a150208 captures the reportable event of device deployed in scope.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used during a procedure. During the procedure, the clip had poor bite thus was difficult to release from the catheter. The clip deployed in the scope when it was being pulling through the scope, but it was able to be removed by pushing the clip out of the scope. The procedure was completed with another of the same device. No additional information was obtained despite good faith efforts.